Event description:
It was reported that the device was interrogated however, there was no magnet response and once it was delayed. The caller "was unhappy that he couldn't get a magnet response". The caller hung up before the serial number could be obtained. No further information was received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).